Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that the thing had never worked really good. The patient reported that the last couple of months had gotten worse. The patient reported that they had bladder leakage, urge frequency, incontinence and retention. The patient was not feeling stimulation at the time of the call. The patient reported that he didn¿t know if he had tried all 4 programs but he had tried for sure 3. The patient reported that he wanted to be reprogrammed by a manufacturer¿s representative (rep).

Event description:
An additional call from the patient's healthcare provider (hcp) reported that the patient has been experiencing discomfort for the last 2 weeks. Patient status is unknown at the time of this report.